Event description:
It was reported that the patient's seizures have gotten worse with the vns and the patient had frequent ER visit due to the worsening seizures when the device was titrated up to 1.75ma. The patient's seizures are noted to be worse now than prior to having the vns implanted. The plan is to lower the patient's settings and see what happened with the patient's seizures in the next few months. Additional information received noting that he patient's seizure frequency is about the same but the issue is that the patient's seizures are stronger now than they were before. The patient's seizures began to worsen around on (B)(6) 2023 per the mother. Per the physician, it looks like seizures dramatically worsened after on (B)(6) 2023 adjustment with output current increased from I think 0.875 ma to 1.125 ma, autostim from 1 to 1.25, and magnet from 1.125 to 1.375. There were additional vns dose increases on (B)(6) 2023, on (B)(6) 2024. He didn't need to go to the ER for seizures before but needed to go to the ER on (B)(6) 2023, on (B)(6) 2024 for seizures.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.